Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance that had been increasing for about three months. The physician thought that the high thresholds were due to an issue at the tip/tissue interface. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-45 implantable pacing lead 2005-(B)(6). (B)(4).